Event description:
It was reported that a merlin alert was transmitted for multiple vf episodes in the same day. The patient received one high voltage therapy while cooking. Multiple noise counts were noted upon device interrogation. Device and leads will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).